Event description:
It was reported that during a coronary artery stenting procedure, the physician had difficulty crossing the lesion and when the stent was removed stent damage was discovered. The patient had a long lesion with 90% stenosis located in the distal left circumflex (dist lcx) with severe calcification. The physician pre-dilated the lesion by using 2.0x20mm balloon, the physician attempted to place a 2.75x32mm taxus liberte stent. The physician had difficulty crossing the lesion. When the physician withdrew the stent, it was found that there was stent strut distortion. The physician decided not to use the stent and not to further treat the lesion because the "same device was not available". The patient condition is listed as "stable".